Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer experienced a low reading with the freestyle libre sensor. The caller reported unspecified low scan readings, and that the customer became unresponsive and lost consciousness. Emergency services were called and the customer was treated with sugar water in the ambulance. The customer was taken to hospital but the caller refused to provide further information. The caller provided scan reading of 84 mg/dl compared to competitor meter result of 127 mg/dl obtained 2 hours prior to medical event; however, the caller did not provide readings at time of medical event. Therefore, it is unknown if reported low scan reading was indicative of hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.